Event description:
It was reported that during a visit, this cardiac resynchronization therapy defibrillator (crt-d) was found to have stored pacemaker mediated tachycardia (pmt) episodes. The health care professional (hcp) called technical services (ts) for further review of the pmt event. Upon review, the presenting electrogram (egm) showed that the pmt event appeared to exhibit t wave oversensing and pacing inhibition. Ts discussed programming optimization options with the hcp. At this time, the crt-d remains in service. No adverse patient effects were reported.